Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and during the operation, the device was recognized by the carto system; however, the visualization of the device suddenly disappeared. A second device was used to complete the operation. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and magnetic sensor functionality test of the returned device were performed. Visual inspection revealed a hole in the pebax and bent dome. This finding is MDR reportable.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. Investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and magnetic sensor functionality test of the returned device were performed. Visual inspection revealed a hole in the pebax and bent dome. The device was connected to carto 3 system, and it was recognized; however, it was not visualized as error 105 appeared due to an open circuit on the tip area. A manufacturing record evaluation was performed and no internal actions related to the complaint were found during the review. The visualization issue reported by the customer was confirmed. The hole in the pebax and bent dome are unrelated to the issue reported by the customer. The potential cause of the open circuit could not be determined. The potential cause of the pebax damage and bent dome could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: the magnetic sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the open circuit found on the tip area during the device investigation. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in the pebax that was noted during the device investigation. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the bent dome that was noted during the device investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).